Event description:
Patient reported performing back-to-back tests, using the suspect device, with results of 30 mg/dl and 251 mg/dl. Based on the initial result of 30 mg/dl, patient ate candy and phoned emergency medical services. Upon their arrival, patient's blood glucose reportedly measured 146 mg/dl, on paramedics blood glucose monitor (time delay between results was not provided). Patient indicated that no treatment was not received. Patient's current condition: feeling better. Quality control testing had not been performed on the vial of strips in use at the time of the event. Technical support requested the return of the suspect product and replacement product was shipped.